Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged infection requiring medication is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. A device evaluation and device history record review are pending completion. Device labeling, available in print and online, states: warnings: keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternative dressing at the direction of the treating physician. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions and treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: - ischemia to the incision or incision area; - untreated or inadequately treated infection; - inadequate hemostasis of the incision; - cellulitis of the incision area. V.a.c.® dressing general guidelines. Dressing changes. Wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On 08-apr-2024, the following information was provided to kci by the patient: on (B)(6) 2024, the nurse was concerned about the appearance of the wound during a dressing change and provided pictures to the physician. The wound allegedly looked moist and red. The patient was then seen in the physician's office where the wound was cleansed and a culture was performed. On (B)(6) 2024, the following information was provided to kci by the patient: the wound allegedly appeared red and swollen so the patient went to physician's office. On 22-apr-2024, the following information was provided by the physician: an infection was confirmed. V.a.c.® therapy may have caused or contributed to the event. It is unknown if v.a.c.® therapy was applied properly. V.a.c.® therapy was discontinued and antibiotics were prescribed. A device history record review of v.a.c.® simplace¿ dressing lot number a05276v008 is pending completion. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is pending completion.

Manufacturer narrative:
Based on the additional information provided regarding the device, the assessment remains the same; it cannot be determined that the alleged infection requiring medication is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. All end release testing of product and packaging met specifications. The device passed quality control checks and met specifications before and after patient placement.

Event description:
A device history record review for the v.a.c.® simplace¿ dressing lot number a05276v008 was completed. All end release testing of product and packaging met specifications. On 03-jul-2024, a device evaluation was completed by solventum quality engineering. On 19-mar-2024, the device was tested per quality control procedure by a solventum service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2024 , the device was placed with the patient. On 27-jun-2024, the device was tested per quality control procedure by a solventum quality engineering and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.